Event description:
It was reported that patient presented for a revision procedure. During procedure, it was found that patient's right ventricular (rv) lead exhibited high threshold. No capture and low sensing was also noted on the rv lead. The lead was capped and replaced during procedure on (B)(6) 2022. The patient was stable.